Manufacturer narrative:
The technician found the external buzzer was not functioning. The technician replaced the external buzzer power control board assembly to resolve the issue.

Event description:
The account alleged there was no audible alarm for the bed exit. No patient impact.